Event description:
Patient reported that their meter/lab comparison results were 95 mg/dl (ss) versus 293 mg/dl, respectively. No symptoms were reported. Pt did not have supplies needed to do control test. Meter was reportedly set to mmol/l and is not cleaned according to MFR's product recommendations. Lfs representative reviewed meter coding, calibration, control testing and cleaning. The meter was replaced. No harm was alleged.